Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient's parent on (B)(6) 2016, to report a missing sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the abdomen on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.